Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal to mid left anterior descending artery (lad). After a 2.5x38 synergy drug-eluting stent was implanted in the proximal lad, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post dilation. The balloon pressure was elevated gradually 2 atmospheres at a time in an attempt to dilate at 12 atmospheres. However, after being inflated for 5 seconds at 6 atmospheres, a contrast media leak was noted due to a balloon rupture. The device was completely removed from the patient's body and the procedure was completed using a 3.5x9 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.